Manufacturer narrative:
Eval summary: visual inspection of pt's x-rays reveals a screw completely disengaged from the knee implants. The device was not returned with the complaint for review. As the product has not been received, a review of the device could not be performed. A review of the item history yielded no add'l complaints for same or similar conditions. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of the product or receipt of add'l info. Eval: the device history records were reviewed and were found conforming; indicating the device was mfg, inspected and packaged to specs.

Event description:
It is reported that the pt was revised due to the backing out of the screw.